Event description:
Customer reported a button error alarm she was not able to clear. The blood glucose reading was 155 mg/dl. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to a flattened dome switch on the escape button. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and a cracked case at the display window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.